Event description:
A malfunction alarm with code malf 16 was reported, and there was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, as it was still under warranty. The customer, who currently had no backup insulin therapy, was advised to contact their healthcare provider and was provided with instructions on how to put the pump into storage mode before returning it. The customer acknowledged all instructions and was informed to return the problematic pump using a prepaid label within 10 days.